Event description:
The customer reported that cidex spilled in the basement of their facility. One employee came in contact with the spilled solution and complained of redness and burning on his hand. The employee did not seek medical attention or require treatment for the contact. The employee recovered without issue.